Manufacturer narrative:
E1. Initial reporter address line 1 (cont.): (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal ablation procedure which included the use of thermocool® smart touch¿ electrophysiology catheter. During the ablation phase (or validation phase), the patient experienced cardiac perforation that required cardiac surgery. It was reported that a pericardial effusion occurred after re-pvi (pulmonary vein isolation). Catheters were thermocool smarttouch and lasso nav. No abnormalities during ablation and mapping. No steam pop was noticed. Bleeding occurred after the sheaths were pulled at the end of the procedure. Catheters show no external damage. The ablation was carried out with 30w in power mode. The patient was transferred to cardiac surgery. Additional medical interventions include additional procedure, x-ray, and surgery. The physician's opinion on the cause of this adverse event was "a laa tamponade during catheter manouvering to reach the ridge". Patient fully recovered after extended hospitalization because surgery was necessary to repair the tamponade. Transseptal puncture was performed with heartspan (merit) needle. Ablation was performed prior to noting the pericardial effusion. No evidence of steam pop. The location of the perforation was the left atrial appendage. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).